Event description:
It was reported that patient experienced numbness in the leg with stimulation both on and off. Targeted pain pattern for scs system was low back down legs. Surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.